Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the distal left anterior descending artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion during advancement and strut damage occurred. Procedure was completed using a medtronic device. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the device returned with stylette attached. Kinks were evident on the catheter 36.2cm and 52.5cm proximal to the distal tip. The stent was not positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st, 2nd, 3rd and 4th distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.